Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken grip cable at the distal end. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Image associated with this reported event was reviewed and was consistent with the reported broken cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a wire came out from the fenestrated bipolar forceps tip. The procedure was completed with no reported injury.